Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that there was discomfort at the pump pocket siteso the pump was going to be moved to a different location. No further complications were reported.